Event description:
The facility representative reported a device with a condition of "stop button has intermittent contact." This condition occurred during customer use; no patient was involved. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "stop button has intermittent contact" was confirmed during product evaluation. Inspection of the device revealed the condition was caused by a defective pump head module keypad. To correct this condition, the pump head module keypad was replaced. This issue is currently being investigated under CAPA.